Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized with blood glucose of 497 mg/dl. Customer had symptoms such as stomach ache and vomiting. Customer was hospitalized for high readings and treated with injections. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed and the high pressure test passed. The insulin pump was not returned for analysis.